Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, one curved opening and wear abrasion. Leak test and microscopic analysis was performed which identified: total delamination of valve and one opening striated. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure.one opening striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted